Event description:
Unomedical reference number (B)(4). Event occurred in spain, on 02-may-2024, 8-may-2024, 11-may-2024, 19-may-2024, 22-may-2024, 27-may-2024, 30-may-2024, 02-jun-2024 & 04-jun-2024 it was reported that the ten infusion set cannula was kinked and infusion set is use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 7 of 10.